Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the screwdriver shaft broke within surgery while final tightening the blocker. The procedure was completed using an alternative screwdriver. There were no reports of patient injury.

Manufacturer narrative:
The returned driver was examined. The tip was found broken as described by the reporter; the complaint is confirmed. The cause of the driver breakage is related to the torque limiting handle, which was outputting torque above the specification limit. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage. The torque limiting handle is being reported on 3003853072-2017-00093.